Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called for assistance in clearing an alarm. During the call, she reported that she was hospitalized due to a urinary tract infection and high glucose levels over 500 mg/dl. Nothing further was reported.